Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) appeared to power on normally, but when the knobs were turned to increase the rate, nothing happened. Also, when the emergency button was pressed nothing happened as well. It was recommended that the epg be returned for service but its current status is unknown. There was no patient involvement.